Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was imprisoned and died in an emergency room after becoming short of breath and collapsing. Cause of death is unknown and follow up was conducted to no avail. System status is unknown.